Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Analysis of the client's data from repeat inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered outside the expected variance between test results. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. Six discrepant result complaints were reported for lot# 315110 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4)), no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time. Data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot number 315110. Inratio precision data provided by end-user: date: (B)(6) 2013; 1st inr: 5.0; 2nd inr: 3.8; mean: 4.4; sd: 0.85; %cv: 19.28. Inratio meter results passed the criteria for precision, generating a %cv less than 20%. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013; inratio meter test 1: 5.0; inratio meter test 2: 3.8; reference: 3.0; mean: 3.93; confidence limits: 2.3-5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot# 315110. Results as follows: donor 213; inratio: 2.1; inratio: 2.3; inratio: 2.1; reference: 2.02; bias threshold: 1.02 - 3.02; %cv: 5.33. Donor 215; 2.6; 2.6; 2.5; 2.57; 1.57 - 3.57; 2.25. Retention products performed as expected. All replicates were within the acceptable bias for accuracy, passing the precision criteria. No further investigation was required.

Event description:
Caller alleging receiving discrepant high inratio value. On (B)(6) 2013, inratio 5.0 followed by 3.8. These tests were taken a few minutes apart. Lab result 3.0. Lab draw was performed less than one hour after testing on the inratio monitor. Pt's therapeutic range 2.5-3.0.